Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor cracked when cleaning bone cement off. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: visual examination of the returned product identified signs of repeated use and it was fractured. The potential field age of the instrument is 7 years, 9 months approx. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the instrument due to its repeated use for 7 or more years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.